Event description:
Knee pain; knee effusion; woke up during the night. Info was rec'd on 26-apr-2007 from a female pt, with a medical history of osteoarthritis, a mild form of muscular dystrophy, and a prior series of synvisc injections in the right knee in 2006, one week later, and the following month. The pt had a synvisc injection in the left knee in 2007. The following day, the pt woke up in the early hours of the morning due to an excruciating pain in her left knee. She took two aleve. Her pain in her left knee had resolved later that day. One days later, the pt once again woke up in the early hours of the morning with left knee pain. The pain was not as bad as before. At the time of this report, the pt's outcome was unk. Add'l info was rec'd from the physician five days earlier. The pt had a history of bilateral knee degenerative joint disease. She also had a left femoral neck fracture which had open reduction internal fixation. Prior to receiving synvisc, the pt also experienced knee swelling, knee effusion, walking with a limp, mild tenderness and crepitus of the knee. Three days later, the pt was administered the first synvisc injection of the series. On the same day, the physician also obtained an x-ray of the pt's left hip, which revealed that the femoral neck fracture had healed. The physician stated that "the pins are in good position and it is in slight valgus which is a stable position." The following month, the pt returned for her second synvisc injection of the series. She stated to her physician she had "a little bit of pain which did return a few days later" and "the first injection did indeed help." The third synvisc injection of the series was administered one week later. The pt was asked by her physician if she had any untoward reactions to any of the synvisc injections and she stated "no". The physician went on to state that the pt still had a limp and still experienced tenderness and crepitus but she exhibited full range of knee motion. At the time of this report, the pt had recovered without sequelae. Add'l info was rec'd twenty three days later from the pt. She had her MRI twenty days earlier on the right knee which shoed "fluid buildup" of the knee. The pt was given celebrex and darvocetn / 100 for the pain. The pt stated that neither of the pain medications helped her with the right knee pain. She also rec'd a cortisone shot on an unk date that gave her temporary relief. The pt stated that she had pain when she tried to move her right knee. At the time of this report, the pt had not yet recovered from her right knee pain. Two aleve, celebrex, darvocetn/100, cortisone injection.